Event description:
Additional information was received clarifying that ¿the paddle was placed outside one side with the dcs running¿ meant that the paddle was close to the outside of the aortic arch. And the ¿capsule was recaptured¿ was referring to the valve being recaptured. The valve was recaptured because one of the paddles was difficult to release. It was noted that turning of the deployment knob was not difficult and the capsule responded when the deployment knob was turned.

Manufacturer narrative:
Updated: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: h6. Conclusion: the delivery catheter system (dcs) was discarded by the customer; therefore, no product analysis could be performed. No images were provided for review. Per device training materials, the user should release the tension in system just before final release to reduce potential for valve movement and the user should slightly push on the dcs while tuning the deployment knob very slowly to allow the paddles to detach one at a time. Additionally, if the paddle fails to immediately detach, the dcs handle should not be torqued/turned, as this will not translate to the distal tip. Often a hung paddle will resolve itself after a few heart cycles, but if it doesn¿t, the operator can either pull slightly on the guidewire or gently push the dcs forward to release the paddle. There is no information to suggest a failure of the device to meet manufacturing specifications. Medtronic will continue to monitor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10:  product ID evolutfx-26 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2024 product ID l-evolutfx-2329 (lot: 0011993318); product type: 0195-heart valves medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, at final release of the valve, it became difficult for the paddles to come out of the delivery catheter system (dcs) paddle pockets. "The paddle was placed outside one side with the dcs running", and the team attempted to release the paddles. The dcs was pressed firmly. The "capsule was recaptured" and the entire paddle was stored. The dcs was slightly rotated, and grabbed with a snare to reposition. The snare was unable to grasp the dcs, therefore this was abandoned. The team decided to change to a lunderquist guidewire. The wire was turned and pulled gently, repeated 2 or 3 times, until the valve was finally recaptured and fully released. No damage to the patient was observed, so the procedure was completed. No additional adverse patient effects were reported.